Manufacturer narrative:
The investigation into the reported purge leak was completed. The device was not returned for evaluation. Based on the available information, the root cause of the purge leak was use related and related to the patient pulling the purge line from the red pump plug. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.

Event description:
The user facility reported that a 67-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced a purge leak. While attempting to extubate the patient, he became agitated and completely pulled the purge line from the red impella plug. The alarm sounded due to the purge line being removed and the clinical staff was unable to correct it. The staff was informed that if and when the pump stopped, they would need to manage the patient with chemical support. The patient was subsequently taken to the operating room (or) to replace the existing pump with a new one. No further information was provided. There were no reports of harm to the patient.